Event description:
It was reported that the anesthesia workstation had a leakage. No more information provided. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer has investigated the reported anesthesia workstation on site. It was found that the patient cassette was not correctly mounted which caused a safety valve issue. It was noticed as well that the patient cassette connector was wet. After they have dried it, the anesthesia workstation passed all the tests and was safe to operate again. It was not possible to confirm the issue in the provided logs, as all the tests there we successfully performed. The safety valve is connected to the channel delivering fresh gas from the vaporizer to the patient cassette. If the patient cassette is not mounted correctly, the delivered fresh gas from the vaporizer could leak out, and will cause the system check out to fail.

Event description:
Manufacturer's ref. #: (B)(4).